Event description:
On may 16, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra 2 meter's case is cracked/broken and is reading inaccurately low. This medical affairs specialist was not able to clarify the info obtained from the initial call. On the day before at 10pm, the lfs meter's case was reportedly cracked/broken. On original date at 2am, the pt reported blood glucose results of "136 mg/dl" with a lifescan meter and "210 mg/dl" on another meter performed within 30 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt had reported symptoms described as "sweaty and anxiety" after the onset of the reported issues. As a result of the reported issues (cracked/broken casing and inaccurate low reading), the pt claimed she skipped her 60 units of lantus insulin. The pt did not receive any medical intervention because of the reported issue. It is not known if the symptoms developed before or after skipping the lantus insulin. It would have been helpful to know how the pt was able to abate her reported symptoms and if her symptoms were indicative of hypoglycemia or hyperglycemia. In addition, it would have been helpful to know the events prior to the onset of the pt's reported symptoms such as food intake, diabetes medication, and the p's blood glucose readings. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. The broken cracked case issue was not resolved with training. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.